Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set leaked. During infusion with rituximab, a leak was observed in the "line directly below the infusion chamber resulting in a small amount of drug leakage". The infusion was restarted with new tubing and treatment was completed without incident. There was no report of patient injury or medical intervention associated with this event. No additional information is available.